Event description:
It was reported that a computed tomography revealed a type ia endoleak due to a proximal infolding associated with the stent graft e sbf3214c103e endur iis bif. The patient was treated for an 57mm abdominal aortic aneurysm. Intervention was performed 17 days later where a non-medtronic stent was implanted and fixed the infolding. Per the physician, there was stent graft oversizing that could have caused the infolding. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: the reported stent graft infolding and type ia endoleak were confirmed on the provided imaging; however, the cause of these events could not be fully determined. Lack of pre-implant cts did not allow for assessment of the pre-implant anatomy and evaluation of the infrarenal neck for potential oversizing. The type ia endoleak is most likely associated with the observed infolding. Lumbar arteries being patent and the presence of a concomitant type ii endoleak cannot be ruled out. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film analysis summary additional imaging, including pre-implant cts (with a sizing report) and post-implant cts after the intervention procedure, were received for review. Based on a previously completed review of post-implant cts taken approximately 1 month post-index procedure, the proximal stent graft margin was placed just distal to the main left renal artery. Film analysis of the pre-implant cts revealed a mildly calcified proximal aortic neck with a minimum diameter of approximately 23-24mm just distal to the main left renal artery, indicating that stent graft oversizing was likely a contributing factor to the infolding. There was some discrepancy observed between the measurements taken during the review of the pre-implant cts when compared to the measurements provided in the pre-implant report. It appears that the report measurements regarding the aortic neck could have been taken from distal to the left accessory renal artery and not from the main left renal artery, which explain the difference. Instructions for use for the endurant iis stent graft advise that the aortic section of the bifurcated stent graft should be oversized 10-20% in relation to the actual measured inner vessel diameter. This measurement should take into account thrombus and calcification present within the vessel, as these have the capacity to decrease the inner vessel diameter. The images received after the intervention procedure to treat the infolding and type ia endoleak showed that both events have resolved after the implantation of a non-medtronic stent within the endurant iis main body stent graft. Lumbar arteries remained patent, and there was no obvious contrast leakage in the aneurysm sac. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.